Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of session records indicated ventricular undersensing and false pause episode due to low v amplitude was observed. Patient will continue to be monitored. No further information is available at this time.